Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
On (B)(6) 2013, during a radial fracture procedure, the inserter locked into the elastic nail but would not release. The surgeon removed the elastic nail which was attached to the inserter and replaced it with a new elastic nail. The new replacement nail was inserted with a t handle chuck from the flexible reamer set. The procedure was completed with delay of 15 to 20 minutes. The surgeon was satisfied with the implanted nail.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was manufactured in november 2007 and is over 5 years old. The returned inserter was received with an unknown device lodged inside the jaws. The t handle is able to be rotated about the chuck without the jaw opening or closing. This infers the shaft has fractured inside the blue handle preventing it from functioning as intended. This is a known design issue that is being addressed by (B)(4).